Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. One day post procedure, during the discharge echocardiogram, it was found that the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The patient was stable and mr did not increase (<1). The patient was discharged home and will return to see the physician in three weeks. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (short posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.